Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to door latch issue. A field service engineer replaced the door latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had door failure. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient. The user was able to recover the space and get medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.